Event description:
Pump was reported to be set at 75 ml/hr with an unk mainline intravenous solution. After 6 1/2 hrs, the pump reported 561 mls delivered. The clinician reported that 900 mls were gone from the bag. No pt injury resulted.